Event description:
Emergency department nurse reported that when she was finished drawing blood culture using the saf-t holder device and trying to disconnect the device from the injection port the tip of the saf-t holder device broke off. Blood started to come out of the injection port. The nurse discovered that the tip that had broken off remained in the injection port. The nurse used a kelly clamp to remove the broken tip from the injection port. The injection port valve sealed off and blood stopped coming out of the port. This device was given to risk manager including the broken tip and packaging. There was minimal patient blood loss when the tip remained in the injection port and the valve kept open until tip was removed which sealed off the valve. There was no harm to patient or nurse.